Event description:
It was reported that the customer was hospitalized for a low blood glucose level on (B)(6) 2014. Customer's blood glucose level was 33 mg/dl. The perceived cause of the low blood glucose level was that the customer reduced the basal rates on the pump. Customer stated that her blood sugar crashed and the sensor did not warn her that her blood glucose level was dropping. Customer declined troubleshooting because everything has been fine. Customer was advised to monitor the system. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.